Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported event could not conclusively be determined through this evaluation. The patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event. The hmii lvas IFU lists infection (driveline, pump pocket, and local) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site.

Manufacturer narrative:
Approximate age of device: 6 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital on (B)(6) 2019 for a fall unrelated to the lvad. Upon evaluation the patient was found to be bacteremic with unknown etiology. The patient was prescribed intravenous (IV) cephazolin for 6 weeks. The patient was discharged on (B)(6) 2019. Additional information regarding the infection and the patient's condition was requested but has yet to be responded to.